Event description:
A 1.5 driver head broke off in the head of a locking screw and was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.